Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine post implant follow up. Device interrogation revealed far p-wave oversensing on the right ventricular lead. An x-ray was performed and no anomalies were noted. Programming changes were performed to resolve the issue. The patient condition was stable.